Event description:
While servicing the device, a philips bench technician discovered that the device would only intermittently recognize the installed battery. There was no reported patient or user involvement and no adverse patient/user impact.